Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device change out procedure, the right atrial lead exhibited loss of capture. All other electrical measurements were in range. The lead was capped and replaced with out issue. The patient remained asymptomatic and stable post operation.